Manufacturer narrative:
The device was not received by depuy synthes power tools. If additional info becomes available, a supplemental report will be sent.

Event description:
Report from the USA stating that the nurse hates our very thin irrigation tip. It bends very easily when she tries to slide the black clip to the end and it gets very difficult to clip it to the end effector. It is unk if the device was used in surgery. It is unk if injury or medical intervention was reported. No additional info available.